Event description:
Sales rep called to report the pt experienced a thrombotic event approximately four months after having two cypher stents implanted in the mid-left anterior descending artery (lad). The pt was known to be complaint with plavix and aspirin. The thrombus was treated with angiojet and the placement of three add'l cypher stents. The pt is currently in stable condition. The product will not be returned for analysis. This pt was admitted to the hosp with a chief complaint of chest pain. The pt was currently taking no medications. The pt was taken electively to the cardiac cath lab, where angiography revealed a non-calcified, smooth, eccentric lesion in the mid lad. A bolus of angiomax was administered via IV. Act's were not measured during the case. Gp 2b/3a inhibitors were not administered in conjunction with the angiomax. There were no difficulties in accessing or wiring the vessel noted. The mid-lad lesion was predilated with an unknown balloon. A 2.5 x 28mm cypher stent was deployed in the distal portion of the lesion. Then, a 3.0 x 18mm cypher stent was deployed to the proximal portion of the lesion, in overlapping fashion with the first with satisfactory results. The stent was not post-dilated. Residual stenosis was reported to be 0%. The pt was administered a loading dose of plavix, 300mg po, following the case. The pt was discharged on aspirin and plavix, for which pt is reported to have been complaint. Approx four months later, the pt returned to the hosp due to chest pain. Pt was ruled in for an acute st segment elevation mi (myocardial infarction). Repeat angiogrpahy demonstrated a thrombus in the previously stented segment. This was treated with angiojet (aspiration thrombectomy) and the placement of three additional stents: a 3.0 x 28mm cypher (inside of the previous 2.5 x 28mm cypher), a 3.0 x 25mm cypher (inside the previous 3.0 x 18mm cypher, and a 3.5 x 18mm proximally placed. The pt was discharged from the cath lab in stable condition.